Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a remote follow-up via merlin.net. Review of stored electrograms (egms) revealed non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). The patient did not receive therapy during the oversensing. The patient was asymptomatic. No intervention or programming changes were reported.